Event description:
It was reported that the burr was fractured. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was fractured. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the burr was fractured. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was fractured. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the coil was kinked and stretched at the handshake connection. A test advancer was used for analysis as the advancer used in the procedure was not returned. During functional testing, the test rotapro advancer was connected to the returned burr catheter. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the advancer was not able to gain speed and stalled due to the kinked and stretched coil.